Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead oversensing of the r-wave after left ventricular pacing was observed, resulting in a fibrillation sensed event (fs). The ventricular blanking post ventricular pace interval was extended to eliminate the r-wave over sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.